Manufacturer narrative:
The pump was returned to animas. Eval demonstrated that the keypad buttons were not activating pump functions when pressed. The keypad was removed and contamination was found under the button contacts.

Event description:
The pt stated that the buttons did not activate desired pump functions when pressed. The pt denies that the pump was exposed to water or cleaning products. The buttons reportedly felt normal and sprung back normally.